Manufacturer narrative:
(B)(4). Additional narrative: that patient underwent mesh implantation on (B)(6) 2006 concurrently with cystoscopy. It was reported that on (B)(6) 2008, the patient underwent loop electrosurgical excision procedure and cone biopsy of the cervix due to history of cervical intraepithelial neoplasia 1 of her cervix with positive ecc.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and a sling was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
The patient underwent mesh implantation in order to treat stress urinary incontinence. It was reported that following insertion the patient experienced urinary leakage, abdominal pain, low back pain, pain and bleeding with sexual intercourse, chronic urinary tract infections, frequent urination, interrupted sleep due to urinary incontinence, burning urination, anxiety, depression and unable to have intimate relationship due to injuries caused by mesh [as written]. The patient received treatment on the following dates: (B)(6) 2006, 2009 and (B)(6) 2013. No additional information was provided. (B)(4).

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.in addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.